Manufacturer narrative:
(B)(4). UDI #: unknown. There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a catheter was broken during withdrawal. Additional information received on 17-oct-2016 stated that the catheter tip remained in the sheath of the rectus. The patient was asymptomatic. It was also noted that no withdrawal of material had been performed yet to this day. When the catheter was initially removed, the small black ended piece remained in the wound due to the breakage. Further information received clarified that a 12 cm catheter was "taken within a suture during laparotomy for a neuroendocrine tumor of hail." No further information was received.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received, the doctor met with his patient and she was doing very well. The radio did not allow location of the radio opaque catheter end in its place. The doctor stated that there was no evidence of its presence and did not want to go any further. One of the pain nurses stated that the withdrawals were always normal, except for this case.